Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 is being used to capture the additional intervention performed and captures the reportable event of surgery. The right ventricular (rv) lead was returned. No analysis was performed as reported allegations of infection with sepsis were known inherent risk of device. This supplemental report is being filed to correct the entry in h6: patient codes and patient code description, and h10: additional MFR narrative. This supplemental report is being filed to correct the entry in h6: patient codes and patient code description, and h10: additional MFR narrative.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.